Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 166 mg/dl at 12:10 pm on (B)(6) 2023 and fs read 126 mg/dl at 12:13 pm on (B)(6) 2023. Inaccuracy is 31.75% with a point difference of 40. The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 200 mg/dl, and the meter bg reading was low (specific value was not provided). As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 30 mg/dl. Customer consumed carbohydrates and went to the emergency room (ER) and was treated with intravenous fluids of saline. The customer was discharged from the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.